Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic ectopic pregnancy procedure, the pouch broke when the surgeon pulled the string to close the pouch. It was not overfilled. All pieces were retrieved. There were no patient consequences reported. It is unknown how case was completed.

Manufacturer narrative:
Batch # m91r3k the analysis results of the pouch found that only the bag was received for analysis. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. A potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The batch record was reviewed and no anomalies were noted during the manufacturing process.